Manufacturer narrative:
Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Unique identifier: (B)(4). The customer could not duplicate the reported issue. They replaced the bag to vent switch. No ge repair.

Event description:
The hospital reported that the bag to vent switch failed to switch from bag to vent mode during a case. The unit was then switched back to bag mode and then again into vent, it then performed mechanical ventilation normally. There was no report of patient injury.